Event description:
The customer reported that this console was in use at the time of this event. The customer reported that during use of a drill in oral surgery, it got hot near the collet about 10 minutes into the procedure. In addition, the user reported that the console in use displayed an error message of "magnetic field". The surgeon discontinued use of this handpiece and exchanged it for another drill. The second handpiece began making a strange noise and then the bur guard began making a strange noise and then the bur guard fell off the drill. The surgeon reported getting a third handpiece, which he also reported, did not function properly. Following the third handpiece problem, the surgeon chose to use a chisel and mallet to continue the surgery. During use of a chisel and mallet, the pt's jaw fractured, resulting in the need to wire the pt's jaw. To date, the progress of the pt is unknown.

Manufacturer narrative:
Investigation findings: conmed linvatec received this device for evaluation and could not confirm the reported problem. During extensive testing of this console, it functioned to spec. The customer was not sure of the specific serial number/lot number in use at the time each problem occurred. Conmed linvatec sent the following medical device reports, which are associated with this event: 1017294-2008-00038, 00039, 00040, 00041, 00042, 00043, 00044, 00045.